Manufacturer narrative:
Updated data: h2 h3 h6 image review: three static images were provided for review of the event. Only one image from the patient¿s executive summary was provided for anatomical review revealing significant vascular tortuosity. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Fluoroscopic valve load was not provided for review thus it is not possible to validate a good load. It was reported that five deployment attempts were made to implant the valve. On the last recapture attempt, the paddles dislodged from the paddle attachment and the valve was only partially recaptured. Consequently, the evolut valve had to be released in the ascending aorta, and a non-medtronic valve was then implanted in the aortic valve. As stated in the IFU: the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (serial: unknown); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, there was difficulty positioning the valve at the correct height. A possible kink in the aorta was noted, causing severe tension in the system and preventing the valve from moving away from the outer curvature. Computed tomography images were not available prior to the procedure. The valve was retrieved several times. On the fifth attempt, the system was to be replaced, but the catheter was pulled up during closure. The paddles detached from their anchors, and the valve could no longer be captured, necessitating its release. The valve was subsequently snared in the ascending aorta, and a non-medtronic valve was implanted.